Event description:
Caller reported that the patient had an MRI and the day after the MRI the patient reported having burns/bruising/red area on the patient's skin on the right neurostimulator location. Pt has two stimulators. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Patient code: 2685, 1754, 1840. Pt: 4001. Ref: mw5187654.